Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) level of 376 (mg/dl). A bolus via the pump and a manual injection were administered to address bg level. Customer stated the cause of the elevated bg levels was unknown. The customer declined to perform troubleshooting with tandem technical support and stated they would contact their healthcare provider regarding elevated bg level.